Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit could not pass the pneumatic leak test. It is unknown under which circumstances the event occurred or if there was patient involvement.

Manufacturer narrative:
Corrected data: b5 updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during the normal scheduled leak test before use, the cardiosave intra-aortic balloon pump (iabp) unit could not pass the pneumatic leak test.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the pneumatic module assembly. The unit passed all calibration, functional, and safety tests. The iabp was returned to the customer and cleared for clinical use. The following investigation was performed by the technician of the maquet national repair center (nrc) wayne, nj. The national repair center installed the patient interface module assembly into the cardiosave test fixture and tested the patient interface module assembly to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the failure of the patient interface module assembly not passing the pim leak test. The patient interface module passed the all manifold test. Retaining the pim in the nrc per procedure. If further investigation is not required, the patient interface module assembly shall be scrapped.